Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and crease fold. Cloudy, voids and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process." Additional, changed, and/or corrected data: d.4, d.6a, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device has been explanted.